Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that 1 hour after the start of the infusion, the pump became occluded for no apparent reason and there was an "upstream occlusion" alarm. The site changed the pump before the next infusion. The pump was used for delivering the human immunoglobulins used in palliative mode for about 5 hours x3, and cure about every 3 weeks. There was patient involvement, and no consequences of the event.

Manufacturer narrative:
H2) correction: d10 corrected.